Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db220145bc0, model: db-2201-45bc, serial: (B)(4), batch: 16908046. Product family: dbs-linear leads, upn: m365db220145bc0, model: db-2201-45bc, serial: (B)(4), batch: 16891177. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 16776100. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 16776100.

Event description:
It was reported that the patient was admitted to the hospital for a head bleed, and will undergo a neurosurgical procedure. Boston scientific has been unable to obtain additional information despite good faith efforts.